Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, the patient received 2 units of packed red blood cells due to a drop in hemoglobin and hematocrit to 6.7 g/dl and 21.1%. The site of bleeding was unknown. No further information was provided.

Event description:
The patient underwent an emergent heart transplant on 29-mar-2018 with unos 1a(e) for ventricular tachycardia.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). The patient and device information associated with the event reported under this medwatch was previously reported incorrectly by user facility. Upon correcting the file with the patient and device information, the manufacturer determined that this report is a duplicate of the event reported under MFR report number 2916596-2018-00582. Approximate age of device - 11 months. The patient was transplanted. Device evaluation (reported by the manufacturer under MFR medwatch report # 2916596-2018-00582): the evaluation of the explanted device did not reveal any device-related issues. The pump was returned assembled with the pump cable severed 8 inches from the pump housing. The modular cable was not returned with the device. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow bend relief was cut approximately 0.5 inches from the outflow graft hardware. The apical cuff was returned and engaged with the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.